Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that on (B)(6) 2022, the infusion set's tubing pulled and disconnected from the needle hub. This issue occurred prior to insertion with three infusion sets. Therefore, the patient's blood glucose level was 123 mg/dl at the time of this event. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.